Event description:
Customer reported that she had been going through infusion sets because the belt clip had broken so the insulin pump sometimes falls out of the pocket. She also reported that she had been hospitalized about 8 times over the past year due to running out of supplies and going on injections. The blood glucose reading was 275 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.